Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device was under delivering medication to the patient. No patient injuries were reported.